Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the clinician received an unintended delivery of energy. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant indicated that there was no adverse effect to the clinician due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer's report. The device was recertified and returned to the customer. Additional information provided by the customer communicated the nurse didn't receive any treatment. This is typically an indicator that this was not a defib energy type event. No trend is associated with reports of this type. Review of the clinical and error logs did not find evidence to support the reported event.